Event description:
On (B)(6) 2014, I had open heart surgery at (B)(6) hospital, (B)(6) which is a (B)(6) facility. Had thoracocentesis about 3 days after surgery. Bilateral pneumonia after discharged, had nebs, o2, etc. I have had trouble with my lungs since surgery. The stockert 3t was used during the surgery, which I didn't get a letter about until (B)(6) 2016 which was too late for a lawsuit to happen. On (B)(6) 2015 I was diagnosed with mycobacterium chimaera from a sputum specimen. I was admitted to ICU several times in 2017 with sepsis, fever, had to get home o2, fatigue, only symptom I didn't have was weight loss. I have already been admitted (B)(6) 2018 with sepsis. I carry a cough and most of the time, a green sputum.